Event description:
It was reported that the patient was admitted for a device upgrade. The pt complained of experiencing syncopal episodes for the past 3 months when has increased in frequency and severity of the past 6 weeks. Upon interrogation of the pulse generator, oversensing leading to pacing inhibition was identified. Manipulation of the device can reproduce the oversensing and pacing inhibition. The device was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.